Event description:
The implant surgeon reported the following event : the plate was implanted on a femur fracture. Three screws broke (upper ones) insitu. The patient was revised.

Manufacturer narrative:
Device was discarded. No evaluation will be performed. If additional information becomes available, it will be reported on a supplemental report.